Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in the device. A chemical analysis of the foreign material inside the nozzle revealed that it was organic silicone. It is possible that it may have originated from an antifoaming agent or similar, which may have remained inside the nozzle due to insufficient cleaning, leading to clogging. The reason why the foreign material remained inside the nozzle could not be determined because there was insufficient information about the customers reprocessing. It is likely that some kind of reprocessing factor caused the foreign material to be generated and remain inside the nozzle. However, the definitive root cause was unable to be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.